Manufacturer narrative:
Samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. Tested and needle attachment of the samples received and the results fulfill the requirements of OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint:(B)(6). Complaint states: the hospital reported that the needle detached from thread at first passage of the tissue, even before the surgeon could pass the second tissue. Sudden and improper detachment of the needle from the thread.